Event description:
It was reported that 2 gem v/nv 20dp ckv 2ss 117-in 20pk experienced flow issues. The following information was provided by the initial reporter: material #: 2420-0500, batch/ lot #: unknown. Clinician stated she had two primary sets (2420-0500) which would prime but then would not run or drip via gravity.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that two primary sets primed but would not run or drip via gravity. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 gem v/nv 20dp ckv 2ss 117-in 20pk experienced flow issues. The following information was provided by the initial reporter: material #: 2420-0500. Batch/ lot #: unknown. Clinician stated she had two primary sets (2420-0500) which would prime but then would not run or drip via gravity.